Event description:
The customer reported that while performing maintenance on his olympus evis exera iii xenon light source began producing an e102 error code. This event had no patient involvement.

Manufacturer narrative:
This combined initial/supplemental report is being submitted to provide the initially reported event as well as the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A defective cable was discovered and caused the reported error code. Additionally, the socket had a poor appearance noted. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿check the lamp usage time display on the operation panel. If the "500h" lamp time display lights, replace the lamp with a new one in accordance with "chapter 6 replacing the lighting lamp". Confirm that illuminated light is discharged from the tip of the endoscope. To "500h" of the lamp-use time display if you feel that it is dark even if it is not lit, follow the news in "chapter 6 replacing the lighting lamp", and replace with a lamp. Replace the lamp with the one specified below. Xenon lamp maj-1817 (olympus)¿ based on the results of the investigation, it is believed that the cause of the error code was a faulty cable. The direct cause of the faulty cable could not be identified. Olympus will continue to monitor the field performance of this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.